Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic sleeve gastrectomy, while resecting the stomach, at the third firing, the surgeon placed the device on tissue, closed jaws, pushed a green button, but was unable to squeeze handle. Another handle and reload was used to complete the case. There was no patient injury.

Manufacturer narrative:
This event has been reassessed and found to be a non-MDR reportable complaint. If information is provided in the future, a supplemental report will be issued.